Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the sensor does not contain an electrode. The customer's blood glucose was unknown at the time of incident. The product will be returned for analysis.

Manufacturer narrative:
We inspected one opened and used sensor. We performed visual inspection and found sensor cannula retracted inside sensor base, and found no broken cannula during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning opened and used.